Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. History investigation of the involved product code/lot # was conducted. No anomaly was found in the manufacturing record and the shipping inspection record. There was no other similar report in the past. Based on the investigation result, as for the involved product code/lot #, no deviations or nonconformities related to the involved event had occurred, and no other similar report from other facilities was found. In this case, since the actual sample was not returned, the cause of the occurrence could not be clarified. The instructions for use (IFU) has the following warning and directions for use: warnings and precautions: carefully handle the product under fluoroscopy. If any resistance is felt while handling the product, immediately stop the manipulation and find out the cause to avoid damage to blood vessels and separation or breakage of the product. Directions for use: advance the guide wire and the product to the target vessel under fluoroscopy. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical received an FDA medwatch report # mw5119966. The event description stated that involved device catheter tip was impacted and detached from the catheter when the provider encountered significant amount of calcific disease. There was no harm to the patient.